Manufacturer narrative:
(B)(4). Batch # n92t36. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that the device was physically broken. There was no adverse consequence to the patient. No additional information provided.